Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ppmdtq, and no non-conformances related to the reported complaint condition were identified. (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "suture came out from needle" please clarify: procedure name and date? Event date? What was the name of the procedure? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue ? Was the needle piece removed from the patient during the same procedure? What tissue structure is it located? Was there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture came out from the needle. There were no adverse patient consequences reported. Additional information has been requested.